Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section h6 health effect clinical code should have been 2388 instead of 4582, and section h6 health effect impact code should hae been 4610 instead of 2199 in the initial report. This correction is reflected in this additional report 2.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported high impedances were observed on the patient's c3 lamitrode lead. Reprogramming was performed to provide effective therapy, but the patient may still undergo surgical intervention to address the issue.